Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they needed their implantable neurostimulator (ins) adjusted, as it was not doing the trick like it was before. The patient stated that they were getting stimulation way up high in their ribs and middle of their back, when instead they needed it more in their lower back. The patient mentioned that they had already tried all of their available groups but it did not resolve the issue. The patient reported that they had tried increasing stimulation but it would cause their legs not to work. The patient stated that it was too high and that it seemed to be getting a little worse. It was noted that the patient was planning on making an appointment with their healthcare provider (hcp), as they would like to have reprogramming done with a manufacturer representative. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the stimulation in the wrong location was less walking and a fall on the ice. The patient reported that a manufacturer¿s representative (rep) adjusted the device. The issue was somewhat resolved. No further complications were reported.